Manufacturer narrative:
A distributor contacted invacare that a consumer's charger cord was hot and the consumer allegedly burned their finger. No information that indicates medical treatment was provided. And no serious injury is reported. No details of the event have been provided. Manufacturer has replaced the device and is attempting to get the alleged defective parts back for evaluation in order to confirm an alleged heating event or discern a possible failure mode.

Event description:
The consumer alleges the charger cord that plugs into the port was hot and burned his wife's hand. No serious injury is alleged.